Event description:
It was reported that a new user became concerned about the amount of insulin delivered after announcing a usual dinner, observing approximately 16 units on board, and performed a confirmatory fingerstick showing 102 mg/dl. Symptoms included anxiety without hypoglycemia. Outcomes included no adverse clinical impact, no alarms, and no need for emergency care or hospitalization. Investigation included review of use history and coaching on meal announcements and expected automated dosing behavior. Investigation of this case revealed that the insulin delivery was consistent with prior similar meals and with the device¿s adaptive algorithm, with no device malfunction or alert activity identified. It was concluded, based on previously established findings for similar reports, that the cause was expected algorithmic behavior with user education provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.